Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture of the device. This record relates to an unknown side. Device remains implanted.

Manufacturer narrative:
Date of birth (a.2): 1973 (year was only provided). Based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening device on anterior side assessed, as fold flaw opening. Additional observations: creases fold observed, on the device. Wear abrasion observed, on the device. Black particles observed, in the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, a device with opening. The device is labeled right. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.